Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated that they may have misread the pump screen. However, this could not be confirmed. The customer's blood glucose level was not impacted.